Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: the mvs server video card was returned to the manufacturer for analysis. Analysis found that mvs server failed, due to defective video card. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: unknown, product ID: (B)(4) , serial/lot #: unknown h3) a manufacturer representative (rep) went to the site to test the imaging system. The mobile view station (mvs) personal computer was replaced. The rep installed software 4.2.1 plus user manuals as well as loaded mvs data and configuration backups to the system. The rep then entered the mvs station information, digital intercommunication of medicine (dicom) servers, and physicians data. The rep then entered the imaging system internet protocol address information. The system then performed as intended. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the site attempts to do a spin, all reported images were blank.

Manufacturer narrative:
H3: the mobile viewing station (mvs) isolation pad bi71000543 was replaced as well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.